Event description:
It was reported that the wake button became detached from the pump, although the customer was still able to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, but acknowledged they would revert to using an alternate pump if the button stops functioning due to the damage.